Event description:
Impactor broke during surgery.

Manufacturer narrative:
An event regarding fracture involving a specialty impactor was reported. The event was confirmed. Method & results: device evaluation and results: material analysis concluded that the impaction tip broke from multiple impactions. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: not performed as no adverse consequences and no medical intervention were associated with the reported event. Device history review: there have been no reported discrepancies for the lot referenced. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the investigation concluded that the device broke following multiple uses/impactions. No material or manufacturing defects were observed on the surfaces examined on the device.

Event description:
Impactor broke during surgery.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.